Event description:
A registered nurse reported to baxter healthcare that an unknown IV tubing set used, with an unknown pump, to deliver 160ml/hr of prolastin (from a glass bottle). Reportedly the prolastin was being delivered through a secondary IV and would not drip unless the primary line was clamped. Per the report, the primary line remained clamped until the infusion was complete, then the line was unclamped to flush. The customer observed that the infusion ran about 10 minutes longer than scheduled, however, there was no report of harm to the patient. No further information is available at this time.

Manufacturer narrative:
(B)(4). The product code and lot number of the device involved were not reported, therefore a 510k number could not be provided and a batch review could not be performed. The sample was not available so the root cause could not be determined. No conclusion could be drawn from the investigation. Attempts have been made to obtain additional information from the customer, including via written correspondence. If additional information or a sample becomes available, a follow-up report will be submitted.